Event description:
It was reported that implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). The device was interrogated and programming parameters were reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) due to a write to locked ram on (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.